Manufacturer narrative:
The hakim valve (ID 823110) was not returned for evaluation (the product has not been explanted yet) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The possible root cause for the issue reported by the customer could be due to the valve not being correctly attached when implanted. If the sample or additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that a hakim valve (ID 823110) was implanted via ventricular peritoneal (vp) shunt in (B)(6) 2023 for unknown reason and with unknown setting. In (B)(6) 2024, the distal part of the valve started to swell, and leakage of the valve was confirmed. Therefore, re-operation was performed. The shunt was re-connected to the valve. However, it started to swell again from beginning of (B)(6) 2024. The patient experienced pain due to swelling. The patient status is currently on follow-up. According to the information provided, it is unknown if there is a plan for removing the valve.